Manufacturer narrative:
Date of event: unknown, not provided. If implanted; give date: n/a (not applicable). Healon pro is not an implantable device. If explanted; give date: n/a (not applicable). Healon pro is not an implantable device. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was adhesive failure between tyvek sheet and blister tray. This may have introduced non-sterile component to the patient. It was indicated, however, that product was not used for surgery. Hence, there was no patient involvement. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
The complaint sample consisted of the activated and assembled syringe which sat in the blister tray (plunger rod, holder and cylinder). The tyvek lidding (also batch #ud31393) had been completely removed from the tray. The blister tray with product had been placed back into the product box, also with batch #ud31393. The cylinder had been activated even though the product was not used. Approximately 0.80 ml of expellable solution remained in the complaint cylinder. Visual and stereomicroscopic inspection was performed and based upon the examination of the complaint sample, it was observed that the tyvek lid had been completely pulled off from the surface of the blister tray. The heat-seal area on the blister tray was complete and without breaks or "islands" which could lead to the failing of the seal. Therefore, it is concluded that the tyvek lid had been physically pulled backwards rather than that the heat-seal itself had failed. Also, the sample had been prepped for use in surgery, as indicated by the dried healon pro solution on the perforation needle. The customer¿s report that there had been an ¿adhesive failure between the tyvek sheet and the blister tray¿ has not been confirmed. There is no indication that the heat-seal had failed nor is there an indication that the tyvek lidding had been pulled back during the blister sealing step or the final packaging step of the healon pro manufacturing process. Thus, no product defect nor product manufacturing defect has been found by this investigation. Information received after the initial report indicated that the end-user had prepared (set) the healon to use it, which would include removing the tyvek lidding. Therefore, there was never a heat-seal failure of the tyvek lidding, but rather the customer perceived that the tyvek lid was easier to remove than normal (¿looser¿) and therefore choose to not use the product. Visual inspection on retained products on healon pro lot# ud31393 was performed and 35 samples were investigated. No visible defects were found on the package or solution and the solution was clear and colorless. All components were included in the product, without defects. No visible defects on the product box. The printing on the carton and labels are correct. The manufacturing records for the device were reviewed. The product was manufactured and released according to specifications. A search of complaints history related was performed and no similar complaints related to the reported issue have been reported on this batch. The labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.